Event description:
It was reported in "retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents", that following a biliary stenting treatment procedure stent migration occurred. An rx ws permalume 10mm x 60mm stent was implanted to treat a malignant biliary stricture in the distal common bile duct. Four days later, a "sphincterotomy bleed" was detected. Angiography was performed. The previously implanted stent was discovered to have migrated to the duodenum and was found to be "within a clot". The stent was removed with rat-tooth forceps. A balloon extraction sweep was performed with an unspecified device that removed 'stones and multiple old blood clots". There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.